Event description:
Information was received from the intermacs registry stating: perforated/askew outflow graft. Infected pump. Information also included a patient outcome that indicated that an exchange took place.

Manufacturer narrative:
The outflow graft was not available for analysis. A correlation between the device and the reported event could not be conclusively determined. Bleeding and infection are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the vad coordinator that a large amount of pus was at the junction of the lvad to the outflow graft that appeared to be chronic in nature. There was a small perforation of the outflow graft at the junction with the pump and there was active bleeding upon clearing the inflammatory tissue and pus around it. The distal half of the outflow graft remained clean and was not involved with any infection. A CT and gallium scan had confirmed infection of the outflow graft. The patient was treated with intravenous antibiotics for the infection prior to the exchange of the outflow graft. The pump was not exchanged. No equipment was returned to the manufacturer for evaluation.

Manufacturer narrative:
The patient's explant date was not provided. Approximate age of device ¿ 2 years, 8 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.